Event description:
A migration/dislodgment of distal catheter segment was reported. It was stated that the patient was not getting good pain relief. Per physician catheter was out of intrathecal space and was found to be so during revision surgery as of the date of this report. The catheter was replaced and a new catheter was connected to existing proximal piece of catheter. The explanted catheter segment was discarded. Patient status at time of this report was ¿no injury/no adverse event. Drug delivered via the device was compounded baclofen.

Manufacturer narrative:
Reporter indicated the catheter model as 8731 with an unknown serial number, however, per MFR device registration system the patient had catheter model: 8711 serial# (B)(4), implanted: 2006 (B)(6); programmer model: 8835 serial# (B)(4). (B)(4).